Event description:
Per or staff - 30 minute delay during procedure related to equipment not working correctly. Gia 30 medium/vascular reload did not attach properly to the gia handle stapler. Multiply reloads opened none of which would attach to handle. Scrub tech said it would "spin to the handle and not lock into place", outer metal sheath came apart from the body of the gia reload, when trying to attach it to the handle. Attempted with gia 45 reload which attached properly and functioned correctly.